Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. G4: premarket identification k072642. H4: device manufacturer date unknown / not provided.

Event description:
The doctor reports that the two screws fractured through the body. The affected dental positions are #15 and #25. The procedure was not concluded by placing other screws.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Two certain titanium large hexed screws, (ilrght x 2) were returned for investigation. Visual evaluation identified fracture across the threads. DHR review for the lot (1238798) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (1238798) and 2 similar events or complaints were found. (Complaint category keyword: fracture: screw). Based on the investigation, IFU, and risk management file review, the most likely root cause determined from the investigation was patient factor. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.